Manufacturer narrative:
The cause of the house fire is presently unknown. The oxygen concentrator was located in the bedroom, the room of origin. The oxygen concentrator has been removed from the fire scene and being held at a lab for further examination, yet to be scheduled. A follow-up report will be sent after completion of the examination.

Event description:
Airsep oxygen concentrator was involved in a fire causing property damage to patient's residence. The oxygen concentrator was located in a basement bedroom when the incident occurred. No injury or death.